Manufacturer narrative:
The reagent lot number is 77328901 with an expiration date of 31-jan-2025. The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data. The qc had out-of-range results; the qc for 06-jan-2025 was flagged for an expired reagent; no qc results were provided for the date of event. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the reaction monitor. The initial result's reaction monitor had an abnormal reaction while the repeat result did not indicate any issues. The field service engineer (fse) inspected the module and found the reagent probe partially blocked. He cleaned the reagent probe, replaced the sample probe, and verified the adjustment and washing of the probes and rinse unit. He performed an assay precision check with acceptable results. The investigation determined an instrument-related issue had caused the event. The customer did not report any other issues after service.

Event description:
The initial reporter received questionable uric acid ver.2 assay results for two patient samples tested on the cobas 6000 c501 module. One example of discrepant results was provided: the initial result was 1.1 mg/dl. The repeat result was 4.6 mg/dl.